Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sensing of the implantable cardiac monitor was satisfactory at implant but became poor post operatively and it reached the point where interpretation of the sensing was not possible. The device was explanted and replaced. No patient complications have been reported as a result of this event.